Manufacturer narrative:
Failure analysis noted that the pump had corroded battery tube and corroded battery cap contact. The pump had a cracked case on lcd display window corners and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 124 mg/dl at the time of incident. The customer went off the pump a year ago but was now going to use it again. The batteries were left inside the pump and it leaked into the pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.